Event description:
The patient reported e4 (occlusion) error was displayed on the infusion device while attempting to bolus. The infusion site and tubing had been in use for 2 days. The patient disconnected from the infusion site and primed without error. The patient removed the headset and found the cannula was kinked. The patient inserted a new headset and had no further issues. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigation are ongoing within an assigned task-force.